Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked. The following information was provided by the initial reporter: leak occurs when attached to the transfer device. It continues to expels fluid, quite a bit not just a drop or two.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked. The following information was provided by the initial reporter: leak occurs when attached to the transfer device. It continues to expels fluid, quite a bit not just a drop or two.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 01-mar-2023 h.6. Investigation summary: bd received five sealed 24 gauge insyte autoguard devices from lot 2284601 for evaluation. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer tested each unit for leakage. No leaks were found and no damage to the tubing was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were identified during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10